Event description:
It was reported that during an unknown procedure, the device was harder than normal to close and it made a crackling noise when it fired. It was stated by the customer that the device misfired. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ets45 device was returned non sterile, with the firing mechanism as the knife and wedges were exposed. The device was received without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.